Event description:
It was reported the patient had symptoms of fatigue and shortness of breath and symptoms were correlated with patient's recent bout of pneumonia, so the device was not interrogated. Approximately two months later, it was discovered the elective replacement indicator had triggered approximately one week after the office visit. The device battery exhibited premature depletion due to high battery impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. This supplemental is based solely on the receipt of a 3500a report. A voluntary medwatch form 3500 was received. Performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impedance, leading to eri. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.